Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inadvertent deployment occurred. A 7x100x130 innova self-expanding stent was selected for an angioplasty procedure in a lesion with minimal calcification, mostly atherosclerotic plaque, 80% stenosed and minimal tortuosity via contralateral approach. During preparation, after flushing the stent, it was discovered that the stent had already deployed approximately 1-2mm from the distal end of the stent. The device did not enter the patient. The procedure was completed with another shorter stent to complete the procedure. There were no complications to the patient reported.